Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim the patient experienced a rash and infection at the sensor patch adhesion site on (B)(6) 2014. Patient's mother characterized the affected area as "seared skin and staff infection" and stated it was burning and irritated. Patient's mother took patient to a dermatologist on (B)(6) 2014 and patient was prescribed an antibiotic cream. Patient inserted sensor into arm.